Event description:
This report is to advise of an event observed during analysis confirming a burnt smell coming from the patient electronics device and power problem identified with the power supply.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. A faint smell of burnt material was detected from the returned main unit assembly during visual inspection. Visual inspection of returned material revealed no discrepancies or discernible damage other than normal wear and tear. No visible damage was observed on any returned cables and cords associated with power connections. When unit¿s power supply was connected to an outlet in conjunction with the power cord, its led indicator did not illuminate. Initial attempts at powering on the unit were unsuccessful. Output voltage from the returned power supply was measured with a multimeter to be zero volts when connected to an outlet by way of the power cord. Unit powered on successfully multiple times when a test power supply was used in place of the one returned. Unit went through diagnostic testing without any power malfunctions with the test power supply. The root cause of the burnt smell was narrowed down to the power supply due to no damage or performance issue being found that could be associated with it other than the power supply not functioning.